Event description:
The customer reported being admitted in the intensive care unit due to low blood glucose. The blood glucose reading was 160mg/dl while she was taken by the ambulance, and it dropped to 40mg/dl by the time of her arrival. Troubleshooting was performed. The customer stated that she bolused for 25 carbohydrates; then the customer received a low reservoir alarm. The caller changed the infusion set and the insulin pump beep, but the customer ignored the no delivery alarm. The infusion set was changed again, but the customer accidentally removed the infusion set from her site. The customer felt light headed, went to sit down, and she does not remember much afterwards. The customer stated that she was with two nurses who gave her coke and two glucose tablets while the paramedics were called. The customer's most t recent glucose reading was 177mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.